Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A different source reported the same information.

Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event, to reflect the information received on (B)(6)2017. Device code (B)(4) added to reflect the information received on (B)(6)2017. Updated to reflect the recalls and notifications most applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2017 from the patient's healthcare provider via a manufacturer's representative (rep). It was reported that the patient's pump had a motor stall at an unknown date. The pump was explanted on 2(B)(6)017, but was not replaced. It was not known what, if any, environmental/external/patient factors might have led or contributed to the issue. The rep noted that the hcp performed diagnostics, but the date was unknown. It was also noted that no interventions or actions were taken on the part of the rep and they were not notified by the hcp of any problems. The issue was not considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine 12.7 mg/ml 0.66457 mg/day and morphine 7 mg/ml 0.3663 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported an alarm was heard and confirmed by telemetry. The pump logs were checked. Low battery reset occurred; reset occurred; safe state occurred. The pump was programmed off with password (B)(4). The pump will be replaced (B)(6) 2017. No symptoms reported. No further complications were reported.